Event description:
It was reported that the down arrow keypad button had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact; however the up/down/ok/contrast buttons were intermittently responding to user input, the up/ok key contacts were misaligned, the contrast key was inverted, the up/down/ok keys became inverted during testing, and there was evidence of contamination under the key contacts.